Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 225 mg/dl, compared with the sensor reading of 157 mg/dl. The customer stated that the sensor reading had been off by at least 50 units for the last few days. The customer was advised to follow recommended sensor use procedures. The customer was advised to remove and return the sensor. The customer was advised to replace the sensor and agreed to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.